Event description:
A review of service data detected a reportable event. During servicing, charger (B)(4) was found to have a defective power brick. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. Upon evaluation the power brick was found to be defective. The root cause of the defective power brick cannot positively be determined. No adverse event resulted from the defective battery charger.